Event description:
During a routine assessment, the nurse found the patient's bed and clothing to be wet. The nurse discovered that the y connector had disconnected from the central line cap. The patient was receiving tpn and lipids. The patient's blood sugar was stable. New IV fluids were ordered. There was no patient harm.